Event description:
The customer stated that the aspartate aminotransferase activated (ast-a) is labeled on the side of the reagent bottles and the barcode identification also is labeled ast-a but the label on the top section of the cartridge is labeled alt-a. The customer stated that the bottles could be used because the barcode identification is correct for ast-a and only the top label is incorrect. There is no impact to patient management reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.